Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel. Dxc 600i synchron access clinical system for one pt. A pt sample was tested for accu tni and a result of 50.00ng/ml was obtained. The sample was re-tested and repeated result was 60.00ng/ml. The results were reported out of the lab and questioned by a physician. Customer had the sample tested for troponin by an alternate methodology at a reference lab, which resulted in the normal reference range, "<0.01". The methodology and the reference range were not supplied. No reports of death, injury, or change to pt treatment have been received in connection with this event.

Manufacturer narrative:
The specimen is plasma. Customer diluted the sample 1:2 with a sample diluent and obtained similar results as the original testing. A field service engineer (fse) was not dispatched to the customer's lab, as customer did not question any other results or assays. Customer states there is not enough sample to send to bci at this time. A clear root cause cannot be determined from the info supplied to date. A malfunction will be assumed for the purpose of this report.